Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent surgery on (B)(6) 2012 and mesh was implanted due to extensive small bowel adhesions to the mesh and abdominal wall. A recurrent hernia inferior to the previously placed mesh was noted in the suprapubic retro-bladder space.

Manufacturer narrative:
Date sent to the FDA: 7/2/2019.